Manufacturer narrative:
(B)(4). A visual evaluation was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) protruded. Wcs protrusion remained consistent when the distal tip was articulated by turning the knob in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protrusion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with these post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded beyond the tip of the spyscope. A spybite biopsy forceps was inside the spyscope ds when it protruded. Reportedly, no part of the device was detached and there were no reported issues with the spybite. The procedure was completed with a second spyscope digital access and delivery catheter. There were no user injuries nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the working channel sleeve protruded beyond the tip of the spyscope. A spybite biopsy forceps was inside the spyscope ds when it protruded. Reportedly, no part of the device was detached and there were no reported issues with the spybite. The procedure was completed with a second spyscope digital access and delivery catheter. There were no user injuries nor patient complications reported as a result of this event.